Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped, one way valve tight enough and vacuum created. A pre-dilator was used and the hydrocoating was activated. The md inserted the sheath into the patient's left femoral artery. As the md was rotating the catheter clockwise and inserting it into the sheath, the iab became stuck in the sheath. As a result, the iab and sheath were removed as one unit, over the spring wire guide (swg). The md requested another iab for insertion. There was no reported patient death or injury. Medical/surgical intervention was not required. There was a reported delay in therapy, however, the amount of time is marked as "unknown." The patient outcome is listed as "ok."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.